Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display, and he was not able to clear the alarm. Troubleshooting was performed. The customer stated that the battery was removed from the insulin all night, and the buttons are unresponsive. The customer mentioned that the time on the insulin pump was not advancing. Explained to customer that a replacement of the insulin pump would be sent. No further information was provided.